Manufacturer narrative:
According to the customer, after a procedure the bandage was used to cover her incisions, and the bandage caused a "red, swollen, and painful chemical burn that began to blister and crack as it healed". The customer reported they received treatment by her physician for the burn which was classified as a "burn / corrosion of second degree of skin/trunk". The customer did not specify the type of treatment provided by their physician, but stated they required treatment due to the "painful, oozing burns". The customer reported did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after a procedure the bandage was used to cover her incisions, and the bandage caused a "red, swollen, and painful chemical burn that began to blister and crack as it healed".